Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, patient's mother reported patient just got released from the hospital. Mother stated the patient was admitted because she had a severe kidney infection, and her glucose has been very high due to the infection. Mother reported patient's blood glucose reading was "hi" tonight and that it has been higher than normal for the past couple of weeks. Patient's normal blood glucose range is 150-200 mg/dl/ mother stated patient's blood glucose has been running over 200 mg/dl for some time. Mother reported patient went to the doctor on (B) (6) 2010 and was diagnosed with the infection, but the medication did not work and by (B) (6) 2010 she was very ill. Mother stated she took her to the hospital and she was admitted for the infection. Mother reported on admission to the hospital the patient did have ketones in her urine but was not diagnosed with ketoacidosis. Mother stated she feels that the infection is what caused the elevated glucose and ketones. Mother reported prior to the hospitalization, the patient did not know if the battery cover has been replaced. Sent insulin cartridge and battery covers; no product return was requested.